Manufacturer narrative:
Testing and investigation found the device audibly alarmed with a s233 (overtemperature-psc) malfunction alarm code. Further testing found the device fan was not rotating fast enough to keep the device ambient temperature from reaching the threshold. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device has an abnormal noise when powered on. This did not indicate a reportable malfunction. However, during verification testing at the service center the device audibly alarmed with a s233 (overtemperature-psc) malfunction alarm code.